Event description:
It was reported that a malfunction alarm occurred. There was no reported impact on the customer's blood glucose level due to the malfunction. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.